Event description:
It was reported that during the implant, the angioplasty wire would not advance through the hemostatic valve and the left ventricular lead was damaged during introduction through the guide catheter valve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared damaged at implant.